Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device imagery revealed one bent strut outward at the inflow side and punctured through sheath, exposed through sheath liner, and observed after sheath removal. In this case, the complaint of frame damage was confirmed based on the relevant imagery provided. Available information suggests procedural factors (high push force) likely contributed to the event. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was excessive difficulty inserting the 29mm commander delivery system (ds) through the partially expandable portion (strain relief) of the esheath+. Under fluoroscopy, it was visualized that the valve had a bent strut and therefore, the devices were removed as a single unit. Upon removal, it was discovered that the balloon shaft of the ds was kinked just behind where the valve was loaded. Also, the valve strut had punctured through the strain relief of the esheath+. A second system was prepped and the second 29mm s3ur valve was implanted with no issue.